Manufacturer narrative:
Testing and investigation found the touchscreen responded but the key alignment was off. During a review of the device history button ID invalid alarm codes were noted. This was due to the touchscreen being out of calibration and contamination at the bottom of the touchscreen connectors. The probable cause is fluid ingress. This device dhas been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond. The device was returned to the biomedical department for an unspecified reason. No additional info, pump programming, or event details were available. There were unk reports of any adverse pt events and unk reports delay in critical therapies while the device was in clinical use. No additional info was provided.